Event description:
It was reported that the device had crack on the downstream occlusion (dso) seal. Patient involvement was unknown. No patient harm/adverse event was reported.

Manufacturer narrative:
Device evaluation: the customer reported problem of ¿the device had cracks on the downstream occlusion (dso) seal¿ was confirmed through functional testing. The cause was a faulty dso seal. Replaced the dso seal to correct the problem, and the device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.